Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported. Additional information received indicates that the lead was not successfully implanted due to too many turns of helix than the suggested turns. The lead is not available for return.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria. This supplemental report was created to capture changes in h6 device codes. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved or contraindicated use.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria. This supplemental report was created to capture changes in h6 device codes.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported. Additional information received indicates that the lead was not successfully implanted due to too many turns of helix than the suggested turns. The lead is not available for return.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported. Additional information received indicates that the lead was not successfully implanted due to too many turns of helix than the suggested turns. The lead is not available for return.